Event description:
Based on info reported to davol: (B)(6) 2012 -- during laparoscopic hernia repair procedure during mesh placement, the surgeon noted one connector detached from the device and remained pinned thru the mesh. The surgeon removed this connector and the mesh was implanted in the pt.

Manufacturer narrative:
The device was returned and is in the process of being evaluated. A followup MDR will be submitted when the evaluation has been completed.